Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Bench testing the lead, the stylet did not extend out of the distal tip of the lead.

Event description:
It was reported that during the implant procedure, the stylet was protruding from the end of the lead. When doctor investigated, he was unhappy to use lead. The lead was not implanted. No patient complications have been reported as a result of this event.